Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by drying the air trap holder. Therefore, service was not required to be performed by zoll.

Event description:
During ivtm therapy, the customer noticed that the start-up kit (suk) (lot # unknown) was leaking at the air trap chamber. As a result of the leaking suk, saline had entered inside the air trap holder of the thermogard console (s/n unknown). The customer used another thermogard console and installed a new suk to resume the treatment. The customer did not provide any further information regarding the details of the event and whether the thermogard system had generated any "air trap" alarm. No consequences or impacts to the patient. Later, the customer's biomedical engineer dried the air trap holder of the reported thermogard console, and it was placed back on the floor for future clinical use.

Manufacturer narrative:
B5 (describe event or problem) was updated.

Event description:
During ivtm therapy, the customer noticed that the start-up kit (suk) (lot # 172620) was leaking at the air trap chamber. As a result of the leaking suk, saline had entered inside the air trap holder of the thermogard console (s/n unknown). The customer used another thermogard console and installed a new suk to resume the treatment. The customer did not provide any further information regarding the details of the event and whether the thermogard system had generated any "air trap" alarm. No consequences or impacts to the patient. Later, the customer's biomedical engineer dried the air trap holder of the reported thermogard console, and it was placed back on the floor for future clinical use.